Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for difficult/unable to insert device into transseptal puncture location was unable to be confirmed based on the information available. As noted in the event description, there were no issues identified during the transseptal puncture or during insertion of the device. As per medical opinion, the growing effusion may have resulted from an interaction of the guidewire or dilator after the transseptal puncture. Per imagery review, a large pericardial effusion was confirmed. After the transseptal puncture the guidewire can be seen traversing the left atrium and potentially in contact with the left atrial wall. Due to limited views, the interaction was not able to be confirmed via the provided imagery, therefore, a definitive root cause is unable to be determined. Per the instructions for use (IFU), atrial/septal injury is a known potential adverse event which has been identified as a possible complication of the pascal implant procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to vascular injury. The device training manuals instructs the operator to consider all procedural and anatomical factors. Physicians are extensively trained by edwards before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Excessive manipulation may result cardiac structure damage requiring surgical repair or other intervention. No manufacturing non-conformities were identified during investigation. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per report received from israel- edwards received notification of a pascal precision in mitral position where during procedure, the patient experienced cardiac tamponade. The patient had severe degenerative mitral regurgitation, and calcium was present above the medial commissure. As reported, the patient came in with a small pericardial effusion located on the left part of the heart. The underlying cause was unknown. There were no issues with the transseptal puncture, nor any resistance was noticed when inserting the device. After implant release, a growth of the pre-existing effusion was noted through echocardiography. The patient experienced cardiac tamponade, and pericardiocentesis was performed. As per medical opinion, there was suspicion that the issue was related to the wire after the transseptal puncture or the dilator tip.